Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) functional test for being received inoperative and failed rite electrical test for an earth leakage performance specifications. The cause of the rite electrical test failure was determined to be the shorted pump assembly. A service history review (shr) revealed that there were no previous service issues that may have contributed to the failed earth leakage current. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.